Manufacturer narrative:
Product analysis: the device was not returned; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve with this delivery catheter system (dcs), bleeding from the right femoral artery occurred. The bleeding was treated with a balloon inflation, a covered stent, and a blood transfusion of one unit packed red blood cells. No additional adverse patient effects were reported.

Event description:
Additional information was received that three units of packed red blood cells were transfused. Unspecified medication was provided for the bleeding for the femoral artery. The baseline hemoglobin measures 9.1 gr%, after the event 7.1gr% and at discharge 10.2 gr%. The bleeding was now reported as causal related to the delivery catheter system (dcs) and causal to the procedure. The bleeding event resolved the same day as onset.

Manufacturer narrative:
Continuation of d10: product ID ls-mdt2-2629; product lot/serial number (B)(6); product type: compression loading system; implant date na; explant date na product ID evolutpro-26; product lot/serial number (B)(6); product type: heart valve; implant date (B)(6) 2018; explant date na updated/corrected data: b5, d8, d10, g1, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information reported that after a successful valve deployment, the delivery catheter system (dcs) was pulled out with severe bleeding. It was noted that a vascular closure device was used, but it was unknown whether this was prior to observing the injury. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated the eval code method. Product analysis: the device was not returned as it had been discarded by the customer. If information is provided in the future, a supplemental report will be issued.